Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one catheter stylet was received for evaluation. Visual evaluation was performed. Multiple kinks were noted throughout the stylet. No other anomalies were observed. Therefore, the investigation is confirmed for the reported improper procedure as the event state that the clinician did not remove the stylet after procedure in spite of adequate instructions been provided regarding stylet removal. However, the investigation is unconfirmed for the reported inadequate instruction as the glidepath has multiple mitigations in place like hangtag and IFU to notify the user of the stylet needing to be removed prior to completion of the procedure. The investigation is inconclusive for the reported human device interface problem as no objective evidence were provided. Although the definitive root cause for the reported inadequate instruction and human device interface problem could not be determined based upon the provided information, the root cause for the reported improper procedure is determined to be use related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use states that: remove the guidewire and stylet while applying forward pressure on the catheter so it does not withdraw. Caution: ensure that the catheter does not move out of the vein while removing the insertion stylet. Hangtag states: remove stylet after catheter insertion procedure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, when flushed the line and everything appeared to function well but after that noticed when inserted the catheter it turns out that the stylet was left behind the catheter. The physician was unfamiliar with the product and had left the device undisturbed. Flushed normally without any complications and it had a luer lock on the proximal end. It was suspected that per the instructions in the kit, the stylet is supposed to be removed and discarded if the catheter is placed percutaneously. And also noticed that the stylet is not essential to the procedure even if placed by surgical cut down, sheath less procedure or through the femoral vein. All that said, if the kit design should be revised given that the stylet is an optional piece of equipment. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, stylet was left behind the catheter. It was suspected that the remaining piece that was left in the catheter. There was no reported patient injury.